Event description:
It was reported the patient received too low results with the instant meter which resulted in hyperglycemia and hospital admission. The test results with the instant meter were 30 mg/dl, 35 mg/dl, 50 mg/dl and shortly after 15 minutes the results with a professional meter were 300 mg/dl, 350 mg/dl, 400 mg/dl. The patient's mother further informed that due to the low results they withheld providing insulin to the child. Shortly afterward, the child fainted and was rushed to the hospital, where the testing revealed severely high blood glucose levels. There were no additional details regarding treatment received in hospital, nor information on how long the patient stayed in hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.